Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no other complaints from the lot. All available information was investigated, and the reported entrapment of device (clip becoming entangled in anatomy) appears to be related to patient conditions and due to a large p2 flail/prolapse. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling. Correction: only one concomitant device was used with this device, the steerable guide catheter and not the mitraclip as previously reported.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a patient presented with grade 4+ degenerative mitral regurgitation (mr) and posterior leaflet 2 flail and prolapse for a mitraclip procedure. It was noted that the patient presented with cardiogenic shock and was on an intra-aortic balloon pump (iabp) prior to the procedure. During the procedure, after crossing the valve, the posterior leaflet fail became caught on the delivery system. Troubleshooting methods were used and were unsuccessful. The clip was deployed on the leaflets with a small reduction in mr. It was then decided to place a second clip lateral to the first. That clip was deployed with a successful reduction in mr. A third clip was deployed centrally, and after successful deployment it was noted, there was some loss of the posterior leaflet from the second clip. Per the physician, the partial loss of leaflet capture was due to the patient's anatomy. The other implanted clips provided stability. The mr was reduced to grade 2-3. There was no clinically significant delay. The patient underwent mitral valve replacement on (B)(6) 2024.